Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 258 mg/dl. The customer declined to report the cause of the bg level. Tandem technical support (cts) could not perform troubleshooting due to the event occurred in the past and the customer had not contacted cts at the time of the event. Cts recommended to the customer to consult with their health care provider regarding the bg level.